Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Product codes updated. Correction of device model: truetrack.

Event description:
Consumer complaint of about low blood results. Normal blood results are 130-160mg/dl. Performed back to back blood tests, 113 and 106mg/dl. Last 5 results in memory were 93mg/dl, 87mg/dl, 97mg/dl, 120mg/dl and 89mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (87) and the normal result (160) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (08/22/2014).

Event description:
Consumer complaint of low blood results. Normal blood results are 130-160mg/dl. Performed back to back blood tests, 113 and 106mg/dl. Last 5 results from memory were 93mg/dl, 87mg/dl, 97mg/dl, 120mg/dl, and 89mg/dl. Based on parkes error grid analysis, the bias between a lowest result given (87) and the normal result (160) is located in zone b/c. No adverse event reported.